Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an upper and lower lobe wedges for pulmonary metastases from breast cancer, the patient presented a brutal discharge of 1.3 liters of blood into the chest tube and was urgently sent to surgery due to tearing of the lung parenchyma. Also lead to an extended patient hospitalization.